Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the serter broke two needles from the sensors. Most recent blood glucose level was 253 mg/dl at the time of the call. Customer declined troubleshooting for the high blood glucose level. Customer stated that the needle never locks and engages because the needle gets bent. No further information was provided.

Manufacturer narrative:
One opened and used serter was inspected but the insertion test could not be performed because the needle hub was found inside of the serter catch arm.